Event description:
Caller reported that the cartridge was not fitting properly onto the pump. Customer's blood glucose level was confirmed not to have exceeded 500 mg/dl, indicating no adverse impact. After consulting with technical support, the caller was advised to remove an obstructing o-ring and clean the fitting area, which successfully resolved the issue. Caller then followed instructions to ensure the cartridge was securely loaded and resumed insulin delivery.